Event description:
Per sales rep: the qdm was hand washed with a wet towel. It was then sterilized. The qdm then sat until completely cooled. The battery was attached to the handpiece and it was found to not work at all. Once returned to cmf, a battery pack was attached and the device began to run on its own. The handpiece would not turn off until the battery was removed.